Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was able to pull the plunger rod in and out of the reservoir and position the black rings for the needed amount of insulin to fill the reservoir. Customer stated that when she attempted to press the plunger rod, the plunger rod and black rings would not move. Customer stated that the reservoir still filled with air. Customer stated that 2-3 weeks ago, she experienced an issue with a reservoir filling with air. Customer stated she was not able to get the air out.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test and reservoir/transfer guard found no occluded anomaly during filling.